Manufacturer narrative:
The certas valve was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed.

Event description:
A facility reported the clinicians were trying to attach a manometer to patients with suspected shunt failure but the siphon guard activates making it difficult to get flow through the valve. No additional information was provided after several attempts.